Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that resistance was experienced while inserting the subject coil into the micro catheter, and when the subject coil was attempted to retract, the coil was stretched and was unable to retract, so the physician used a snare device to remove the subject coil. The product was exchanged and the procedure was completed successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned. Therefore, visual and functional analysis were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is possible that the anatomical or procedural factors encountered during the procedure contributed to the reported events, but this cannot be conclusively determined. While there are a number of potential causes for the reported issues 'main coil difficulty inserting', 'coil difficulty to remove/withdraw from catheter', and 'main coil stretched', because review and analysis of available information failed to identify a definitive cause, a cause of 'undeterminable' was assigned. The reported issue 'patient medical or surgical intervention required' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device direction for use. Therefore, a probable cause of 'anticipated procedural complication' was assigned to this event.

Event description:
It was reported that resistance was experienced while inserting the subject coil into the micro catheter, and when the subject coil was attempted to retract, the coil was stretched and was unable to retract, so the physician used a snare device to remove the subject coil. The product was exchanged and the procedure was completed successfully. There were no reported clinical consequences to the patient.